Event description:
Patient admitted on 11/19/91 with anasarca most likely due to congestive heart failure related to valvular disease. Patient was on heparin and lasix. Patient was anemic (9.1 hgb and 30.0 hct on 12/1/91). On 12/2/91 patient had a transesophageal echocardiogram without incident. On 12/2/91, patient was transferred to ICU and heparin decreased and then discontinued after pm ptt reported out at 78.6 sec. Patient was then in atrial fibrillation. On 12/3/91, patient developed hematemesis-moderately large quantity. Patient received 3 units packed red blood cells. She had an esophagogastroduodenoscopy which showed the site of bleeding to probably be the proximal esophagus. Patient was put on IV zantac drip. On 12/6/91, another esophagogastroduodenoscopy was performed. Bleeding was markedly decreased so the heater probe was not used to cauterize the area. Impression was abrasion and erosion of the proximal esophagus. Oral zantac was started 12/6/91. Oral coumadin was started 12/9/91. Patient was discharged to home 12/13/91.the probe was inspected by atl personnel on 12/19/91.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. Date last serviced: 01-oct-91. Service provided by: manufacturer. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.